Event description:
The patient reported her insulin infusion device began to beep continuously and display a "77" and "3.00" on its screen. She stated the power pack in the device had been in use for a lot longer than 2 weeks. To troubleshoot, the patient was instructed to disconnect from her infusion headset and check the lot number and expiration date on her power pack. She stated she could not see either of these numbers, but was able to identify the reference number on the packaging as being part of the recalled batteries. The patient stated, she was aware of the recall but had never had an issue with her power packs before. The patient was instructed to insert a different power pack into her device which resolved the issue. The patient was instructed to discard all recalled power packs and use only corrected power packs. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.